Event description:
On (B)(6) 2012, the patient was hospitalized for peritonitis (start date unknown). Peritoneal effluent culture result was positive for (B)(6). Aureus. Patient was treated with vancomycin and other unknown antibiotics. Cause of peritonitis was unknown. On an unknown date while still hospitalized, the patient experienced sepsis; source of sepsis was the peritonitis. On (B)(6) 2012, the patient died. The cause of death was sepsis. An autopsy was not performed. Dianeal/ extraneal therapy were ongoing until the time of death. It was unknown if the events were related to dianeal/extraneal therapy, a baxter device, or disposables. Rn stated that "the patient has had peritonitis in the past, but the rn declined to provide further information on past peritonitis. Follow up information ((B)(6) 2012): further information was received from a nurse. On an unknown date, the patient experienced peritonitis and was hospitalized on (B)(6) 2012. The cause of peritonitis was unknown. On an unreported date, while still hospitalized, the patient was diagnosed with sepsis. The peritonitis was the source of sepsis. The patient was treated with vancomycin and unknown antibiotics for peritonitis. On (B)(6) 2012, while still hospitalized, the patient died due to sepsis. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patient's discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no device malfunction or use error identified is not confirmed because disposable set was not returned to baxter, batch review revealed results are acceptable with no issues and user did not describe any types of use errors or other issues that might have caused the contamination that resulted in peritonitis and death. The assignable cause is undetermined.